Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at this patient's post-operative wound check this right ventricular (rv) lead exhibited a decrease in pacing impedances and an increase in capture thresholds. An x-ray was done and no obvious movement of the lead was observed, so a microdislodgement was suspected. The physician was concerned about the stability of the lead as the patient has intermittent heart block. However, the patient did not want to undergo another procedure, so the outputs were further increased and the plan was to do another evaluation in two weeks. No adverse patient effects were reported. Additional information was requested from the field representative.

Event description:
Additional information was received that the capture thresholds improved to 1.5v at 0.5ms, and the pacing outputs were adjusted. No further issues identified and the system remains in service.